Event description:
Procedure: laparoscopy, (unspecified). When the collar on the device is turned and locked, the collar locks prevented the sleeve from expanding. The surgeon forced the device and this broke the collar. The resulting chips of the broken device fell into the patient surgery cavity. Pieces were removed. No patient injury reported.